Manufacturer narrative:
This report is submitted on july 27, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation at abutment site and subsequently was treated with a topical anti-inflammatory (date and duration not reported). The implanted device remains.